Event description:
Bellvista vent in invasive mode stopped ventilation while attached to a patient and rt had to disconnect the patient from the circuit and manually bag pt because bellavista vent wouldn't work until o2 calibration maneuver completed labor intensive and potentially dangerous for the patient. Also the bellavista will not allow the clinician to override the calibration for the o2 sensor to be done at a non-patient use time. FDA safety report ID# (B)(4).